Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels (700 mg/dl). Customer's cannula was bent to the side. She was treated with intravenous insulin.